Event description:
As reported by the user facility: brief inquiry description: blood tubing leaking detailed inquiry description: infusomat blood tubing leaking at the bag no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample with open packaging was returned for evaluation. The sample was decontaminated, and visually evaluated and no defects were observed. The sample was then leak-tested, and no leakages were detected. Retain samples were tested per specification with passing results. Based on the evaluation results, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.